Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented into the clinic, noise was noted on the ventricular channel. During lead revision, x-ray revealed externalized conductors. The lead was capped and replaced. The patient was stable post-procedure.